Event description:
It was reported that the patient was having to charge the ipg more often for longer periods of time despite proper charging steps taken. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible one and the patient was doing well postoperatively. The explanted ipg will not be returned.